Manufacturer narrative:
The device was returned for analysis and initial visual and microscopic examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were bent back distally. This type of damage is consistent with the device encountering some form of restriction. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During unpacking of the taxus liberte' 2.75x20mm drug eluting stent it was noted that the stent struts were bent. The procedure was completed with another device. No patient injuries or complications were reported.